Manufacturer narrative:
Device code (B)(4) applies in addition to previously reported coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient thought her fall was 10/8/2015. The patient had clarified with a doctor about that being the date of her broken hand. The pump was checked at the time of the fall and was already dead/not functioning prior to the fall.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type; catheter. Section other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and epidural fibrosis. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy. The patient fell and broke her coccyx, hand and foot and broke the "cables" on the pump. This resulted in the morphine going to one side of the patient's body causing the patient to ¿almost die¿. The fall caused her to be hospitalized for 22 days, and the coccyx injury caused permanent damage to her ability to walk (not related to the pump). About a month after the patient fell ((B)(6) 2016) following her recovery, the pump was checked, and the pump was off. The fall may have turned the pump off, and "damaged the cables". The patient wanted the pump replaced as the pump helped alleviate her pain. Since the pump has been off the patient has been in pain from no longer receiving the pump therapy. The patient was not given oral medication. No further complications were reported. On (B)(6) 2019 additional information was received from a consumer. The patient presented to the emergency room on (B)(6) 2019.